Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they checked the charge level of their device battery and found that the device battery was at a very low state of charge which may not be sufficient for patient use. There was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the customer's battery and was unable to duplicate the reported issue because the customer installed a shorting plug prior to delivery. The shorting plug effectively depleted the battery's available power. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.